Event description:
The customer states the monitor went black for a while and then came back live. No report of injury with failure.

Manufacturer narrative:
The ge svc rep replaced the high voltage cable. During installing cathode candlestick in high voltage tank well, the mount cracked not allowing cable to be screwed down into well. He ordered a replacement tank under service warranty and replaced. He performed full generator calibration. He tested system for loss of video. The system operates as intended.